Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer's blood glucose at time of incident was 190 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer received motor position encoder alarm and was not able to exit rewind screen. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. Unable to perform excessive no delivery test, a21 error test and occlusion test due to motor error alarms. Unable to confirm e70 error alarms due to several a47 alarms in the history file a47 alarms due to a corrupted history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No rewind anomaly noted. However, the insulin pump passed the displacement test, rewind, basic occlusion test and prime test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.